Event description:
It was reported that 4 bd ultra-fine¿ pro pen needles leaked and broke off the hub during use. The following information was provided by the initial reporter: "end user claim bd ultrafine 4mm pro is causing leakage and the needle came out from the hub retailer got feedback from an end user who is a long time insulin patient. End user had not issue with bd ultrafine 4mm but after switching to 4mm pro. End user claimed it caused leakage and the needle came off from the hub."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.